Event description:
The twist was located at the end of the pump cable, about 1 centimeter before the connection with the modular cable. The anchor location had been modified and after a week, the twist seemed to have reduced. No additional intervention was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported memory twist in the pump cable portion of the patient¿s driveline could not be confirmed through this evaluation as the device remains in use and no images were submitted for evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. This IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The IFU also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. This patient handbook contains information regarding how to clean and care for the driveline. This document instructs the user to check the driveline daily for signs of damage and to call their hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with a driveline memory twist. The patient was clinically stable and had no alarms upon interrogation of the log files.